Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counters as well as the noise oversensing was due to a surgery patient had on their arm and the implantable cardioverter defibrillator (ICD) sensed the cautery that was used. The ICD was checked the next day and no issues were noted. The ICD remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counters. In addition, noise oversensing was noted on recorded ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.